Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0012373653); product type: 0195-heart valves; product ID: evolutfx-23 (j311267); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  during the implant of this transcatheter bioprosthetic valve in a patient with severe aortic stenosis and minimal calcification of the valve leaflets, the valve dislodged at just before 80% deployment. This issue occurred on 5 deployment attempts. On the 6th attempt at deployment to a depth of 6 mm on the non-coronary cusp and 4 mm on the left coronary cusp, the valve was fully released. Upon full release, the valve dislodged deeply to the left ventricle side. Hemodynamics remained stable, the patient's heart rate was 60 beats per minute, and the patient's blood pressure was 100/32 mm hg. An echocardiogram revealed severe paravalvular leak (pvl) and the valve's final placement depth was observed to be approximately 16 mm. Approximately 3 days later, it was noted that the patient's heart failure had become difficult to manage with the severe pvl. A surgical aortic valve replacement was performed as treatment.